Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/18/2022, it was reported by medwatch via email that an ar-8929bc-cp achilles mid substance speedbridge implant system broke in half. Surgeon identified no injury to the patient. This was discovered during an achilles tendon repair procedure on (B)(6) 2021.